Event description:
According to the event description: staff suspects a deviation in the infusion rate: over-infusion. Rate: 2 milliliters an hour (ml/h) syringe: ops b.braun medication: 20 milligram (mg) morphine + 5 milligram (mg) haldol. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: premarket submission # k092313, k172831, k191910. UDI number (B)(4). General information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: m030003. Hours of operation: 11462. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2025-03-10 were analyzed. A ops 50ml syringe was inserted and the infusion started with a rate of 2ml/h at 11:37am. The infusion was interrupted, several times by the customer. At 12:58am the infusion was stopped, and the syringe was extracted. At this time, 2,72ml was infused. A second infusion on the day was found. A ops 50ml syringe was selected and the infusion started with a rate of 2ml/h at 13:15pm. On the next day at 08:22am the infusion was stopped and the syringe was extracted. At this time, 38,26ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A bbraun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,72%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The strain gauge pressure measurement and the motor power limitation was checked according to the requirements of the technical safety check. The device meets the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.